Event description:
Info received indicates the trendelenburg function is not working.

Manufacturer narrative:
The technician found the trend knob and rod was missing. He replaced knob and rod to repair the bed.